Event description:
The pt claimed that the pump is intermittently responding to the up and down arrow buttons. The pump reportedly has not been exposed to moisture and there are no signs of physical damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the contrast button responded to hard presses, the pump was intermittently responding to the up arrow button, the down arrow button contact was misaligned, and there was evidence of adhesive/contamination under the button contacts.